Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, removal difficulties, guidewire fracture, and unretrieved fragments remained in the patient. The target lesion was located in the calcified, not severely tortuous bifurcation of the left anterior descending artery (lad) and diagonal branch. The physician advanced a 190 cm straight tip samurai guidewire to the diagonal branch to protect it, and advanced a second samurai guidewire to the lad. Predilatation of the lad was performed using an emerge dilatation catheter. The lad was then stented with a synergy drug-eluting stent while the guidewire was still in the diagonal, such that the guidewire was between the stent and the artery. The physician attempted to withdraw the guidewire from the diagonal branch, re-cross the stent, and open the diagonal branch using the ¿kissing¿ technique; however, the guidewire was stuck in the diagonal. The physician pulled the wire, and the wire stretched and broke. The detached fragment was not retrieved from the patient; an additional stent was placed to address the fragment. There were no patient complications and the patient was in stable condition following the procedure.